Manufacturer narrative:
This report is being submitted as follow up no. 2 to update section h3, and to provide the completed investigation results. One (1) 8 fr angio-seal vip was returned for product evaluation. The returned sample included the hemostasis sheath and carrier tube. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were mated and returned in the fully rear-locked position. The anchor had not deployed and was visible within the opening at the distal tip. No signs of damage or deformation to the device were identified. Functional testing was performed by resetting and redeploying the returned device. The device was reset to the forward lock position and then re-engaged and set to the fully rear-locked position. The anchor deployed and posted properly to the tip of the hemostasis sheath. Deployment was then tested by manually pulling on the anchor. The anchor, suture, and collagen were able to deploy, however, the tamper tube did not deploy from the device. The carrier tube was subsequently cut open to verify the presence of the tamper tube. The tamper tube was confirmed to have been present within the device and was inspected for potential issues. No issues were found with the component, although the tamper tube was found to have been coated in dried blood. The complaint can be confirmed for non-deployment device pullout. The exact root cause cannot be determined. The likely cause is an obstruction to the anchor posting to the tip of the hemostasis sheath. Functional testing was performed, and the device appeared to function properly. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information in section b5, section d10, to provide the device return date in section d9 and to update section h3. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
Additional information was received on 13october2021: after the exchange on guide with the short introducer, the procedure of the angio-seal 8f placement went smoothly and without any problems with the usual blood reflux. Once the anchor deployment procedure was normally completed without difficulty, when the sheath was removed there was no resistance. The sheath came out of the block without an anchor deployed, without a wire, without a green sheath to push the sponge, without anything. There was no guide in place therefore a second device was not used, only manual compression. There was a hematoma under the skin with no objectifiable externalized hemorrhage. This hematoma appeared to be less than 250cc's. The procedure prior to the closure device was a thrombectomy. Sheath size was an introducer 9f. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre deployment angiogram was not performed. There were no issues with deployment. Only issue was the absence of resistance to removal of the device with loss of the entry point, without endovascular anchor. Patient condition was stable. Hemostasis was achieved by manual compression. There was only one arterial puncture with no problem. There were no complications from the compressed hematoma, without exploration or surgical management. The evolution was favorable. The only problem was the lack of deployment of the anchor despite a procedure performed without difficulty with the clearly audible "clicks" when the angio-seal was pressed and tensioned on the sheath. To anticipate a possible return in this direction, thrombectomies are performed with a 9f introducer and closure by 8f angio-seal with manual compression.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that angio-seal device was an intact device. Deployment of the device was done without any problems, but there was no endovascular device upon withdrawal. The patient had a hematoma at the puncture site. Long manual compression and there was a device change. Current patient status is ras (nothing to report).